Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 4/7/2020. H3 evaluation: one empty opened foil, a detached needle and dispensed suture of product code pdp303, lot mg6475 were returned for analysis. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected. The suture was examined and the end is severely cut resulting in a clip off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the performance ¿ needle pull off, is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mg6475 number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent rhinoplasty on (B)(6) 2019 and suture was used. During the procedure, the suture uncoupled from the needle. There were no adverse patient consequences reported.